Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was selected for use. During the third inflation at 10 atmospheres for 30 seconds, the balloon ruptured from a pinhole at near the center. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.